Event description:
Analysis of the returned device revealed the coil was broken from the pusher wire.

Manufacturer narrative:
The device history record review confirms that the unit met all material, assembly and performance specifications. Additional information was requested and from the response received it was determined that friction was felt as the coil was initially advanced through the introducer sheath. No friction was felt as the coil was retracted back into the introducer sheath, but friction was experienced again as the coil was advanced into the excelsior 1018 catheter, and again in the middle of the catheter. It was confirmed continuous flush was used. The coil and pusherwire were returned for analysis. Visual examination under a microscope found the pusher wire to be bent in several places and the coil damaged and stretched from the fused pet junction. Although the main coil remained attached to the pusherwire, the pusher wire and inner coil of the delivery system had been pulled back through the angle cut section resulting in the separation of the pusherwire from the inner coil. The inner coil had been pulled back into the ss section of the pusher wire. This section was stretched. This would indicate that at some stage during the procedure, extreme force had been used to remove the coil, which resulted in the bends in the pusher wire, damaged coil, and separation of the pusher wire from the inner coil. No other anomalies were found on the device. Based on the analysis of the coil and pusherwire and the additional information received, the most probable cause was determined to be related to operational context as performance of the coil was limited.